Event description:
The pt reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the pt's left eye (os) on (B)(6) 2008. The pt reported having lost vision due to the development of a cataract. The cataract was diagnosed on (B)(6) 2008. The icl remains implanted, but cataract surgery is pending. The pt's post-op va was 20/20 and the prognosis is excellent.

Manufacturer narrative:
(B)(4): evaluation method results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).